Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported on (B)(6) 2014 the patient tested positive for a urinary tract infection for the first time since they got the implant. It was noted that prior to implant the patient had chronic urinary tract infections. It was stated on (B)(6) 2014 the patient was already going to the bathroom constantly and had started going to the bathroom constantly after the holidays. Prior to that, the patient was getting a 75-80 percent reduction in symptoms and after the holidays they went to 55 percent and then 25 percent. The patient felt like they had to go to the bathroom but when they go not very much come out. It was noted this started after changing programs on (B)(6) 2014. The patient stated they knew they were putting out less than they were taking in and knew there was water retention. The patient measured their output and it was only an ounce. It was stated it hurt the patient when they went to the bathroom but then the patient stated it didn¿t hurt.